Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: approximate weight at the time of essure placement 140 lbs. Concurrent conditions included thyroid disorder. In september 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle, dysmenorrhea"), vaginal haemorrhage ("heavy vaginal bleeding /abnormal bleeding (vaginal)"), alopecia ("hair loss") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("excessive cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix) to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, alopecia and menorrhagia had resolved and the dysmenorrhoea, abdominal pain lower, abdominal pain and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram: in 2014: total bilateral occlusion. Essure device properly placed. Most recent follow-up information incorporated above includes: on 3-dec-2018: pfs received. Outcome of alopecia, vaginal haemorrhage , menorrhagia updated to recovered / resolved. Medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle, dysmenorrhea"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain lower ("excessive cramping"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix) to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower, alopecia, abdominal pain, menorrhagia and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results: on an unknown date, patient underwent hysterosalpingogram. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: new reporters, patient demographic information, product indication, onset date updated, new events menorrhagia and weight increased added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle, dysmenorrhea"), vaginal haemorrhage ("heavy vaginal bleeding /abnormal bleeding (vaginal)"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (menorrhagia)") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("excessive cramping"), abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix) to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the dysmenorrhoea, vaginal haemorrhage, abdominal pain lower, abdominal pain, menorrhagia and weight increased outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. On an unknown date, patient underwent hysterosalpingogram. Approximate weight at the time of essure placement 140 lbs. In 2014; hysterosalpingogram (hsg) result: total bilateral occlusion. Healthcare provider tells about results: essure device properly placed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Patient¿s detail and unstructured relevant tests were added. Genital haemorrhage was added as event. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain lower ("excessive cramping"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.